Manufacturer narrative:
Implant fracture in combination with prosthetic component from a 3rd party manufacturer (not from original system). Dentist used prosthetic from a different system. The instruction for use states that only original prosthetic components shall be used to assure safe and reliable results. Fracture was caused by the combination of products from different systems by user.

Event description:
Implant fracture in combination with prosthetic component from a 3rd party manufacturer (not from original system).

Event description:
Implant fracture.